Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc), during use during the prime and the patient was connected. The baxter technical service representative (tsr) informed the home patient (hp) that if they disconnected one bag, they would need to disconnect everything and replace it in order to be safe. The hp would replace setup now. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.